Manufacturer narrative:
Olympus technical assistance center (tac) support called the customer to troubleshoot the device. Customer reported error e103 for light source was breaking down and requested for the lamp part number. Tac gave the customer the part number. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that, the visera elite xenon light source had error code e103. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation it is highly probably that the e103 error occured due to a lamp failure. A definitive root cause for the lamp failure could not be identified. Olympus will continue to monitor field performance for this device.